Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked between the drip chamber and the tubing. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber is not according to specification. Additional priming was performed at the set with sterile which revealed a leak in the affected area. Dimensional testing was performed at the tubing and it is according to specifications. The reported condition was verified. The cause of the condition was due to an assembly issue during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.